Event description:
Upon opening the medline kidney transplant pack, it was discovered that five radiopaque towels present instead of four, which is the standard. All five towels were removed from the field and replaced with another pack of standard four. This was a near miss and no harm to the patient.